Manufacturer narrative:
Product ID: 4351-35 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID: 4351-35 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was able to eat and drink when she had the temporary device. However, with the permanent implant, the patient was unable to eat or drink. The patient stated that she had been back to the health care provider¿s (hcp) office ¿every single week¿ except for two when she was in the hospital. The patient recently got a ¿tube¿ in her intestines. The patient stated that the device did ¿not work.¿ the patient planned on seeing her health care provider (hcp) ¿on tuesday.¿ later that day, it was reported that the patient saw her hcp ¿every week¿ except while in the hospital which had been ¿a lot recently.¿ the patient was in the intensive care unit (ICU) at the end of (B)(6) and needed intravenous (IV) fluids. The patient had a peripherally inserted central catheter (PICC) line that became infected and she had a blood infection. The patient was brought to surgery and a ¿j tube¿ was placed. The patient was very nauseated and was ¿really, really sick.¿ the patient stated that the temporary device was great and she was able to eat. The patient was ¿so excited to eat two candy bars but things have never worked right.¿ the patient stated that one of the reasons for her (B)(6) ICU visit was because her implant was ¿not working.¿ the patient had been ¿so sick.¿ further in the day it was reported that ¿it was all better now.¿ the patient was to see the hcp the day after the report. Three days later, it was reported that the patient was scheduled to see her hcp on (B)(6) 2013. The patient was reportedly doing well and there was nothing wrong with the stimulator.

Event description:
It was later reported that patient wanted to get the name and number for the representative. The patient stated she did not want to contact her hcp (healthcare provider). The patient reported her machine was not on because, the battery was dead. Patient services asked, and the patient confirmed it was determined battery depleted. Symptoms reported were: none. The patient said, machine was off some time ago. She did not know when. Maybe a year ago but she did not know. The patient also stated, her implant died a little less than two years after implant. The patient stated, she never had benefit from the device.

Manufacturer narrative:
Upon further review, device code also applies to this event. Additionally, device code no longer applies and was replaced. (B)(4).